Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, two mitraclips were successfully implanted, reducing grade 4 degenerative mitral regurgitation (mr) to grade 2. It was noted posterior flail. A few weeks later, the patient experienced dyspnea and fatigue. On (B)(6) 2019, trans-esophageal echocardiography (tee) revealed that the second clip (80605u109) detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to grade 4. The first clip remained stable on both leaflets. No additional treatment was performed, but additional treatment is being considered.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The reported patient effects of dyspnea and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported dyspnea, fatigue and recurrent mr appears to be cascading effects of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.